Manufacturer narrative:
The manufacturer has rec'd the sample and will be evaluated. Results are expected soon.

Event description:
It was reported that on (B)(6) 2013, the doctor was implanted a long term catheter via right ij vein and used the line to secure the catheter for two weeks. The operation was unsuccessful. The nurse used the "lang suo mucocutaneous disinfectant" to maintain. (B)(6) 2013, the patient came to hospital and told the doctor that his catheter was out of the position, the doctor checked and found the tissue in-growth present on the cuff and the catheter was detached from the cuff. The doctor has to extract the cuff and catheter and change a new catheter.